Event description:
It was reported that: "during a tavr procedure. Physician deployed manta and didn't achieve hemostasis. Manual pressure was held for 15 minutes and then a balloon and then stent were used to complete hemostasis. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn# (B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400257 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Access was gained utilizing micropuncture and ultrasound for guidance. There were no issues in advancing or withdrawing the procedural sheaths during the case. Following the tavr procedure, an 18f manta was planned for closure. The 18f manta was deployed to the measured depth, although hemostasis was not achieved. The physician chose to deploy balloon angioplasty to tamponade and insert a stent to complete the closure. The patient's outcome post procedure was fine. The root cause of the extended hemostasis requiring a covered stent cannot be determined due to the insufficient information submitted for this investigation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during a tavr procedure. Physician deployed manta and didn't achieve hemostasis. Manual pressure was held for 15 minutes and then a balloon and then stent were used to complete hemostasis. The patient was reported as fine post the procedure."